Event description:
The pt reported experiencing unexplainable elevated blood glucose of over 600 mg/dl in 2009. The pt believes the infusion device does not properly deliver insulin. The pt injected insulin via pen to lower blood glucose levels. The pt's normal blood glucose level is 140 mg/dl. The pt also reported having an open wound on the foot and the pt is on dialysis. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.